Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 99% in-stent restenosed lesion being treated was located in the tortuous saphenous vein graft (svg) to the obtuse marginal (om). The lesion was predilated with a 2.0x20mm maverick balloon. The physician deployed a 2.25x24 taxus express2 atom stent in the distal om3. Upon removal, the balloon would not release from the stent, causing the catheter to attempt to dive down in the vessel. The physician pulled the catheter back and re-inflated the balloon. The physician attempted to remove the balloon; however, the non-bsc guidewire went forward and came back. The balloon was able to be removed. Disease remained in the proximal portion so a 2.25x20mm taxus express2 atom stent was placed overlapping the previously placed stent. A 2.50x20mm taxus stent and a 2.50x24mm taxus were also placed. All stents were overlapping. The physician attempted to remove the non-bsc guidewire when he identified the wire had gotten stuck behind a stent strut and the blood vessel wall coming back into the true lumen at some point. When attempting to remove the non-bsc guidewire, the radioopaque tip broke off. The physician believes the non-bsc guidewire is trapped up against the wall behind a stent. The pt left without complication but he will require antiplatelet therapy. Pt status reported as "good"

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.